Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® ppt¿ plasma reparation tube k2e 9.0 mg there was air bubbles in the gel and red cell hang up. The following information was provided by the initial reporter. The customer stated: "bubbles in the gel occurred in many tubes within the lot. Red cells occurred in plasma after centrifugation. Donor blood from blood bags had to be removed from a batch."

Event description:
It was reported when using the bd vacutainer® ppt¿ plasma reparation tube k2e 9.0 mg there was air bubbles in the gel and red cell hang up. The following information was provided by the initial reporter. The customer stated: "bubbles in the gel occurred in many tubes within the lot. Red cells occurred in plasma after centrifugation. Donor blood from blood bags had to be removed from a batch."

Manufacturer narrative:
H6: investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for gel air bubbles was observed. The indicated failure mode of red cells in plasma was not observed in the photo. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, the indicated failure mode for gel air bubbles and red cells in plasma was not observed. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate the customer¿s indicated failure, poor barrier (gel bubbles and red cells in plasma) because the defect was not evident in the testing of the complaint lot samples. Evaluation of both retain and control samples tested, demonstrated clinically acceptable performance for all visual observations evaluated. All tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode gel air bubbles based on photos only. This complaint was not confirmed for the indicated failure mode of red cells in plasma. Bd was not able to identify a root cause for the indicated failure mode.